Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was placed. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was placed. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to helix issues after multiple attempts. This lead was received by bsc. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was placed. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to helix issues after multiple attempts in the left bundle branch position. This lead was received by bsc. No adverse patient effects were reported.